Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen witihin a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
The iab was inserted into the pt during angioplasty. After ibp for two days, the iab leaked. On 5/12/98, datascope was notified that an alarm sounded from the pump during iabp. [Event complications]: unk-reported 4/28/98; none-reported 5/12/98. [Pt's current status]: unk-rpt'd 4/28, 5/12/98.